Event description:
It was reported that the patient faced cannula issue as the infusion set cannula was found bent on (B)(6) 2026. The patient experienced high blood glucose level (16 mmol/l) which was treated with manual injection. The event occurred on the first day of insertion and the site of insertion was arm.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.